Manufacturer narrative:
Lot number provided and no discrepancy was observed in the DHR review. The post-sterilization report was reviewed and all sterilization parameters were found to be within the specified acceptance criteria, and no abnormalities or deviations were identified. Evaluation of control/retention samples included product weight measurement. No evidence of a dry catheter condition was observed in the retain samples evaluated. As the complaint sample was not available, the investigation was conducted using available complaint details, production records and control samples. A causation between the hollister apogee catheter and the reported uti was unable to be established.

Event description:
It was reported that an end user who had been using the hollister apogee catheters noticed less lubricant present over the last 2 shipments. It was further reported that the patient was catheterized regardless and it caused irritation. Additionally, it was reported that they saw a doctor due to the irritation, were diagnosed with a uti and then prescribed antibiotics.